Event description:
Customer called to reported issues with his insulin pump. Unable to hear the alerts while sleeping. The current blood glucose reading is 65 mg/dl. Customer has treated. The battery drains quickly. Customer stated that the paramedics were called to due to low blood glucose. The paramedics treated customer with IV drip. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was unable to download history files due to alarms and corrupted history file.